Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported valve was implanted to the patient on (B)(6) 2017 via v-a shunt with setting 1. However, the patient complained the headache, and felt difficulty of walking due to worsening of inph. The csf leakage was observed from the valve under contrast examination, and the surgeon confirmed the valve¿s breakage under x-ray. The revision surgery was performed with certas valve (p/n: 82-8802) with the setting of 1 on (B)(6) 2017. The patient is (B)(6) years old, male. The patient¿s condition is stable and currently under monitoring. The surgeon suspected that the valve damage might have been occurred by applying the impact to the implanted valve from the outside of the patient¿s body. No further information was provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 4. The valve was visually inspected: the silicone housing around the siphon guard was cut/torn, and the siphon guard was no longer attached to the valve. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve could not be leak tested due to the damaged silicone housing. The valve could not be reflux tested due to the damaged silicone housing. The siphon guard could not be tested due to the damaged silicone housing. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve product code 82-8805, with lot 110913, conformed to the specifications when released to stock on the 12th december 2016. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.